Event description:
The customer stated that when she opened a new carton of test strips, one of the bottles was open and some strips were loose inside the carton. The customer did not allege any adverse events. The test strips are to be returned for eval, as exposure to moisture can cause high test results. Replacement strips will be sent.